Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 190, 138mg/dl. Tests were done within 10 mins with a difference of 28%. Pt did not experience any adverse events. Customer is using expired solution for tests. No further information has been reported.